Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the right lead migrated and has one high impedance. Reportedly, the patient has experienced some minor falls. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.